Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The evaluation found that the force required to secure the door with a loaded IV set was above expected levels. The alarms were determined to be caused by cracked threaded insert bosses and raised threaded inserts, causing material separation between the front case and mechanical assembly. The failed front case assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.